Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient was at home when he started to have some left sided discomfort and felt his ICD fire. Presented to hospital via ems. Device interrogation showed sustained vt with atp x 1 and 40j shock x 1. Cardiology consult determined inappropriate shock for at and reprogrammed device. Patient started on carvedilol 6.25mg bid. Discharged to home on (B)(6) 2020. Device remains implanted.